Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
Once the coil was deployed, the physician had trouble removing the pusher assembly (wire) from the handle. This MDR is associated with MDR 3005168196-2011-00105.